Event description:
It was reported that the patient felt a change in stimulation due to spinal cord stimulator (scs) lead had migrated which was confirmed through xray. The patient underwent a revision wherein the paddle lead and ipg were repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few weeks prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI)#: (B)(4).